Event description:
Health professional reported surgery to correct the placement of the port due to an alleged "erosion of the low-profile port just beneath the skin."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type association with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."